Event description:
During a pectoral repair procedure utilizing the healicoil rg sa 5.5mm w/2 ub-bl, cbrd bl, it was reported that while pulling the sutures to tie down the anchor, the bridge of the anchor broke, and the sutures came off the instrument. Sutures were removed by surgeon. After prepping a second site, the case was completed with a twinfix titanium anchor, 6.5mm, leaving the broken healicoil anchor in the initial site unsupported. There were no reports of patient complications.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).